Event description:
Revision surgery - the pt dislocated due to a lack of soft tissue and instability. The surgeon revised her to a larger more stable constrained glenosphere and socket.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.2 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint for this lot. The root cause for the dislocation was reported a lack of soft tissue. There is no information reported that showed a material, design, or manufacturing problem with the product.